Event description:
During a phacoemulsification procedure the machine reportedly shut down during the procedure and could not be restarted. The clinic did not have a back up. The doctor completed the procedure by enlarging the incision site to remove the remaining lens fragments. The incision required suturing to close.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an advance medical optics service technician. The examination revealed that the footpedal was not functioning properly. A second footpedal was installed and the machine operated per its specification. No further issues were found with the equipment.